Manufacturer narrative:
Concomitant devices: prowler select plus, str, 5cm microcatheter and a 5f davis diagnostic 0.038" catheter. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The enterprise stent was advanced in the microcatheter and determined to be too long for the anatomy. Upon pulling stent back into introducer the stent got stuck and could not be completely pulled back into introducer. There was no breakage noted when the stent was withdrawn from the prowler select plus microcatheter; however, one of the proximal tines was outside of the introducer while the others were inside of the introducer. This is why the stent could not be re-sheathed fully into the introducer. After the event, the procedure was completed successfully and the patient was discharged neurologically intact. One non sterile enterprise vrd and delivery was received coiled in a plastic bag. As received, the sample article consists of one-1 each clinically exposed enterprise 4.5x37, 12 delivery wire; returned loaded into the introducer tube with the partially captured stent, coiled, loose, double-bagged. No other accessories, original packaging or other devices involved in the reported event are included. The specimen was received with the proximal end of the stent pulled 11.68mm into the introducer tube. The delivery wire proximal coil segment and the three captured stent strut marker coils present light colored residue; lake region does not have in-house capability to identify this foreign material. After advancing the delivery wire sufficiently to release the stent assembly from the introducer tube, the portions of the delivery wire covered by the stent also present light colored deposits. The specimen presents indications that the attempted capture of the stent in the clinical event employed sufficient force to prolapse a proximal quadrant of the stent resulting in plastic/permanent deformation of the stent web and multiple fractured stent wires near the proximal end of the stent with cuts and other damage to the distal tip of the introducer tube. No other damage or inconsistencies are noted to the specimen at this time. With micrometer measurement all delivery wire diameters were within specification. The introducer length, shaft and lumen diameter are all within specification. The damage to the distal tip of the introducer tube prevents accurate measurement of the tip diameter. The damaged stent presents an overall length of 38.17mm (specification: 37±3mm), dim c diameter of 7.58mm (specification: 7.0mm min.) And the undamaged end and a dim a diameter of 4.54mm (specification: 4.5±0.3mm). Please note the damage to the proximal end of the stent prevents accurate stent overall length measurement and measurement of the proximal dim. C diameter. Functional analysis was not performed due to the received condition of the product. (The stent was found stuck in the introducer tube). Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10053510. The records indicated that the product was final inspection tested at lake region medical and determined to be acceptable. The device history review indicates this 50 piece packaging lot, from three-3 delivery wire assembly lots and two-2 coated stent assembly lots, was final inspection tested and deemed acceptable for shipment. A review of the DHR of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. It bears noting that the delivery wire and stent assemblies undergo numerous 100% visual inspections under 30x magnification during the assembly and dispenser loading processes by production and qc staff. The reported inability to recapture the stent into the introducer was confirmed. It was reported that the stent was too long for the anatomy without indication that the stent was longer than labeled and it was confirmed with analysis that the stent length was within specification. The returned device does not present any obvious manufacturing defect or anomaly that appears to have contributed to the clinical event as reported. The device presents with indications that the attempted capture of the stent in the clinical event employed sufficient force to prolapse a proximal quadrant of the stent resulting in plastic/permanent deformation of the stent web and fractured stent wires near the proximal end of the stent and cuts and other damage to the distal end of the introducer tube. It is possible that the distal tip of the introducer tube was not fully seated within the luer hub of the microcatheter; if the distal tip of the introducer had been fully seated, there would be no gap for the proximal stent strut pass outside the tip of the introducer tube. It appears that procedural factors may have contributed to the event as reported. These observations and speculations are based on the evidence presented by the sample and the provided procedural information. The device did not present any indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Event description:
Per received report: stent was advanced in microcatheter and was determined to be too long for anatomy. Upon pulling stent back into introducer the stent got stuck and could not be completely pulled back into introducer. Additional information received indicated that there was no breakage reported, however, one of the proximal tines is outside of the introducer with the others inside the introducer. This is why the stent was not able to be resheathed. The procedure was completed with the patient discharged intact. The complaint device is available for return analysis. Patient's current condition is unknown. There is no reported patient death or alleged serious injury. No additional medical intervention or medication was required to prevent impairment or injury. It is unknown if concomitant medications were utilized. A prowler select plus, str, 5cm microcatheter and a 5f davis diagnostic 0.038" catheter were used in the procedure. Target lesion characteristics are described as 3mm wide neck aneurysm just distal to vertebral/basilar confluence. There was a high amount of tortuosity.